Manufacturer narrative:
Pending evaluation. Concomitant medical devices: tibial tray 1 delta f / 2t.

Event description:
This has been operated exactly 6 years before & now being revised with our cck trap tibia & crc insert.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of prosthesis wear due to a combination of third body wear, rotational mismatch between the femoral and tibial components, excessive posterior slope of the tibial tray, and/or excessive flexion of the femoral component. Concomitant devices: 1. Tibial tray 1 delta f 2t.